Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic colectomy. According to the reporter: the jaws were broken when the surgeon clamped gauze firmly, the jaws came off from the device. No pt harm.